Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to intermittent pump shutdowns. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer turned the pump back on and resumed insulin delivery.